Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The index mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report gripper actuation issue. T was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with grade 4. One clip was implanted successfully, reducing mr to <1. There were no issues during the procedure. One month later, the patient was not feeling better due to heart failure symptoms and residual mr. The initial clip was confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. On (B)(6) 2020, a second procedure was performed to treat recurrent mr with grade 4. A second clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During deployment, the gripper would not lower. The physician was unsure if it was due to the clip being too close to the first clip implanted. Troubleshooting was performed and the clip was ultimately implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not test the reported difficult to open or close (gripper actuation) as the clip was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation - single) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.na